Event description:
The customer reported a ventilator with an oxygen concentration alarm. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this event. Patient information was requested, but was not provided.

Manufacturer narrative:
The blower assembly, power supply, and blower controller were returned to the manufacturer's failure investigation lab for evaluation. Visual inspection: assy, blower, moog motor the visual inspection did not reveal any signs of damage or contamination. Power supply, 3rd generation, v200 the visual inspection did not reveal any signs of damage or contamination. Controller, blower moog the visual inspection of this blower motor controller (bmc) revealed heat related damage to the j3 connector at pins 3 and 4. Resolution and disposition: test #1: the resistance was tested on this customer returned moog bmc. No shorts or opens were found with this customer returned bmc. Test #2: the customer returned moog blower, moog bmc, and third generation 3.1 power supply was installed into the fi test ventilator. The test vent was booted into the normal ventilation mode. The power was cycled on and off 10 times. From this testing, the test ventilator booted up and delivered breaths successfully, the blower cooling fan and blower functioned correctly, and no errors were produced. Test #3: the 24 volt bmc signal was tested and "extended self-test" (est) testing was performed. The 24 volt measured 24.64 volts which is within specifications of 24 +/- 5%, and the test ventilator passed three est cycles. Final evaluation: this customer returned moog blower, moog bmc, and third generation 3.1 power supply was allowed to run for an extended period to verify the unit remains operational with no errors. The test vent booted up and delivered breaths successfully, and the test vent did not produce any errors during approximately 4 hours of operation. Root cause: this customer returned moog bmc s/n ¿ (B)(4) was returned with heat related damage at the j3 connector pins 3 and 4 which was a cosmetic issue that did not cause any functional failures. The customer returned moog blower assembly was tested and no functional faults were identified. The customer returned third generation 3.1 power supply was tested and no functional faults were identified.